Manufacturer narrative:
(B)(6). Results: the device was not returned for evaluation. Five unopened samples from the same lot were returned. They were disassembled and examined for potential defects. None were found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5089837. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® sodium citrate tube, .105 m/3.2% shattered in the nurses hand while collecting blood work from the patient's central line. The nurse was able to clamp the line and clear the glass. No serious injuries. No medical interventions.